Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 214 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the touchscreen issue could not be verified; however, the battery issue was verified.